Event description:
Patient underwent full revision of the generator and lead on (B)(6) 2015. The explant facility mentioned that they usually discard explanted devices and believe that the patient's device would also have been discarded.

Event description:
It was reported that the patient felt that the generator had shifted and that patient was unable to feel magnet mode stimulation since a week ago. During diagnostics, a warning message that the device could not provide stimulation at the programmed setting was received due to high impedance. The physician reduced the output current and adjusted pulse width as a result. Patient was referred to the implanting surgeon for further evaluation but no known surgical interventions have occurred to date. There were no trauma or manipulation suspected per patient's mother. The migration was reported to have occurred in the beginning of april. X-rays were taken and reviewed by the manufacturer. The connector pin inside the connector block was unable to be assessed for completely insertion due to the angle of the image. There did not appear to be any gross fractures or discontinuities in the lead portion that was visualized that might explain the high impedance. Additional relevant information has not been received to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.